Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: promus element, mr, ous 2.5x24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issue with the stent crimped profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 234mm from the distal end of the strain relief and also multiple kinks along the full catheter length. A visual and tactile examination found a kink in the extrusion 60mm distal from the port site. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the severely tortuous left circumflex (lcx) artery. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.